Event description:
Tsh and free t4 results that do not fit clinical picture of the patient. Tsh result of 17.03 iu/l, free t4 result 31.9 pmol/l. If additional information is received, appropriate notification will be provided.